Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not available for a physical evaluation. The device was implanted post its expiration date. This failure can be contributed to use error. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
The sales rep reported via phone that during a hand procedure once the customer's microfix quick anchor #4-0 ethibond with 1.3 bit was implanted, it was realized that the anchor was expired. The expiration date of the device was july 31, 2017. The anchor was removed from the patient was no issues. The procedure was completed by created a new bone hole using another like device with no patient consequences but there was a minute delay. The sales rep was not present for the case therefore could not provide any further information or a lot number for the anchor. The sales rep stated that the device was discarded by the customer.